Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report received from a consumer with supplemental information provided by a nurse in USA of peritonitis with (B)(6) in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies for peritoneal dialysis (pd). On an unreported date, dianeal therapies were withdrawn. During a call with baxter customer services, the following was reported. On (B)(6) 2012, the patient was diagnosed with peritonitis. On (B)(6) 2012, the patient was hospitalized for the event. Treatment was not reported. Information was received from a nurse. On an unknown date, the patient stopped the pd therapy and started hemodialysis when the patient was hospitalized. The cause of the peritonitis was unknown. On an unreported date, the patient was treated with unspecified antibiotics (routes, doses, frequencies, and lot numbers not reported). At the time of this report, the patient remained hospitalized.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers: h12c03061, h12b13021, and h12a13031 with no defects noted during the manufacture of these lots related to the reported condition. The complaint was not confirmed. No device malfunction or use error was identified, as no samples were returned. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4).